Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the atrial connector of the device was damaged. It was also noted that the hanger assembly of the device was contaminated, three case screws were contaminated, the lower case red wire was pinched without compromise to the insulation, and both display wires were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the atrial connector of the external pulse generator (epg) was damaged. The epg has been returned for repair. There was no patient involvement.